Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the buttons are sticking after being pressed. The up arrow and contrast buttons have been difficult to press because the buttons will click, but will not spring back. The pump reportedly has not been exposed to water or cleaning product.